Manufacturer narrative:
Section d4, h4: investigation summary: a direct relationship between the device and the reported pulmonary embolism could not be conclusively determined thorugh this evaluation. The account reported that the patient was admitted with a pulmonary embolism. The patient has a history of prothrombin gene mutation. The patient was placed on a heparin bridge due to subtherapeutic inr. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU lists venous thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to a pulmonary embolism. The patient had a history of prothrombin gene mutation and was recently admitted for a heparin bridge due to a subtherapeutic inr. Log file analysis noted multiple pi events. No further information was reported.